Event description:
Event description guidant received information that this transvenous defibrillation lead had a pacing impedance reading of >2000 ohms and shocking impedance was <10 ohms at fu. Lead has been replaced.